Event description:
Customer complained that IV set is connected but infusion is not flowing after connection.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that there was no failure indicated for the material number that was reported on. This MDR will be void.

Event description:
Customer complained that IV set is connected but infusion is not flowing after connection.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.